Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, baclofen, and morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that her pump ¿is slowing down¿. Per the patient it began ¿a while ago/months ago¿. No patient symptoms were reported. No further complications have been reported as a result of this event.